Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02149.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coil lps, lp system detachment handle (handle) and a lantern delivery microcatheter (lantern). During the procedure, the physician attempted to detach the ruby coil lp using the handle; however, the ruby coil lp failed to detach. The physician then manually detached the ruby coil lp successfully by breaking the back end of the pusher assembly. It was reported that the same handle was used to detach other coils. The procedure was completed at this point. There was no report of an adverse effect to the patient.